Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneously high sodium (na) results generated by the unicel dxc 600 pro synchron clinical systems. The high results were detected by monitoring anion gaps. No false na results were reported out of the lab. The samples were re-tested on a different analyzer and lower na results were obtained. Patient treatment was not affected.

Manufacturer narrative:
The ion selective electrode (ise) system is routinely calibrated every 24 hours. Qc samples are run every 8 hours. The twice-weekly flow cell maintenance procedure is in use. Pre-analytical sample handling was discussed with the customer. The customer replaced the na measuring and reference electrodes, recalibrated ise system and ran qc. A field service engineer (fse) was dispatched: the fse inspected the instrument and found no malfunctions in the ise system. A clear root cause for this event has not been determined. A malfunction will be assumed for the purpose of this report.